Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer found a dirty sample probe. A wash station was not cleaning the probe properly. A vacuum nozzle was also found dripping into the mixing vessel. The probe, the ise block, and nozzles were cleaned. The vacuum nozzle end was deformed, so it was replaced. The ise flow paths were primed. Calibration, controls, and precision studies were performed; all results met specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The sample initially resulted in a na value of 151.3 mmol/l. The doctor questioned the result and the sample was repeated on a second analyzer. The repeat result was 144.8 mmol/l. The repeat value was deemed correct.